Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with diffuse lamellar keratitis (dlk) in the right eye (od) post treatment. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred visual acuity. Patient reported symptoms are not interfering with daily activities. Surgeon recommended a probable flap lift and rinse and was scheduled for a consultation. Bcva from (B)(6) 2018: right eye pre-op: 20/20, -3.75 x .00 x 90. Left eye pre-op: 20/20, -2.50 x -.75 x 90.

Manufacturer narrative:
Additional info: it was reported that central toxic keratopathy resolved and patient manifest refraction is back to 20/20 best corrected. Patient was given +3.00 contact lens to help with near vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 9/30/2007, however the correct date is 11/01/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: it was reported that patient visited site on (B)(6) 2019 and the diffuse lamellar keratitis (dlk) that was originally reported had turned into central toxic keratopathy (ctk). Doctor discussed with patient mild irregular component to astigmatism due to ctk. Patient will be continued to be monitored but may need topography guided help in the future. It was stated that the patient had loss of best corrected visual acuity (bcva). Pre-op bcva right eye (od) 20/20. Post-op bcva od 20/30. Pre-op bcva left eye (osd) 20/20. Post-op bcva os 20/15. (B)(4): no code available (central toxic keratopathy), (astigmatism). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.